Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an air leak. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Device evaluation: one sample, in used condition without it's original packaging, was returned for investigation. Visual inspection found the inflation line tube was ripped near the inflation channel insertion. The complaint was confirmed. The inflation line looks ripped and the issue was not reported to be found during pre-use. The root cause could be due to improper use of the product. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No corrective actions are required since the main cause of the leakage/damage problem is improper use of the product.